Event description:
Second revision surgery: glenosphere became disassociated from the baseplate. A new 40 mm glenosphere was impacted onto the baseplate. It seemed secure, but during a trial range of motion, the glenosphere levered off during external rotation. The 9 mm spacer was removed and +6 mm poly was inserted to relieve some tension in the joint. The 40 mm glenosphere was again impacted and again seemed secure. A trial range of motion was done and the glenosphere did not lever off.

Manufacturer narrative:
(B) (4). The reason for the revision does not appear to be due to failure of the implants listed in this complaint. It is not known if the glenosphere was well seated on the taper of the base plate. The glenosphere not seating properly onto the baseplate may be caused by soft tissue or bone trapped around the baseplate taper during insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 (40 mm) is needed to remove bone around the base plate to avoid impingement with the glenosphere. The probable cause may be intra-operative problem during placement of the glenosphere. A minor change to the geometry of the glenosphere was made subsequent to the version that is noted in this complaint. The intent of the change was to improve the ability of the glenosphere to seat on the base plate when assembled in a slightly off-axis orientation. No operative notes or x-rays were provided. An exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.